Manufacturer narrative:
Literature citation: gramlich et al. Procedure for single-stage implant retention for chronic periprosthetic infection using topical degradable calcium-based antibiotics. International orthopaedics. Published online. (B)(6). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
In a 2018 clinical study from gramlich, et al. Titled," procedure for single-stage implant retention for chronic periprosthetic infection using topical degradable calcium-based antibiotics", the authors report results for wright medical products combined with herafill g40 (heraeus medical). There was infection recurrence in 11 cases (26.2%); 5 cases required further operation or antibiotic suppression therapy and 6 required amputation.